Manufacturer narrative:
The device was returned for evaluation. The evaluation uncovered that there was a plug unit failure causing static to the image. The scope connector was dried however, was eventually replaced with another scope connector and the image was restored. Additionally, the glue of the bending section cover was lifting. It was lastly observed that there was a scratch on the boot of the insertion tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility returned an asset evis exera iii bronchovideoscope to the service center. During a standard inspection and estimation of the returned device, the image had static due to a plug unit failure. The customer did not report any problems associated with the device and there was no patient user injury or harm reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The e2/e3 and g2 fields were corrected based on information available at the initial report submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely the scope connector was damaged during user handling of the device. However, a definitive root cause could not be established. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: " inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.